Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 7, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) . A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information has received that there was no delay, no consequence or health impact to patient, the product was not changed out and procedure was completed successfully with no patient effect.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass there was an inaccurate carbon dioxide (co2) reading. As per the user facility, it was a long case with a triple valve/coronary artery bypass graft (CABG). When at 28 degrees the co2 goes to 7, partial pressure of oxygen (po2) remained at 337 mmhg. The user went to a straight oxygen (o2) flow meter off the wall at 10 liters per minute (lpm) and the co2 came down. *it is unknown if there was a delay. *it is unknown if the product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 4114, 3331, 3221, 4315) the affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.